Event description:
The surgeon implanted a toric silicone lens model aa4203tl and the haptic tore during insertion. The lens was implanted and removed without patient injury. The contact indicate that this was the second attempt to implant a staar lens and the surgeon decided to use another manufacturer's lens.